Manufacturer narrative:
The root cause of the event was found to be consistent with pre-analytical sample handling issues. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). A field service employee found a clogged sample probe. The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas 8000 c702 module. The initial glucose result from module a was 85.7 mg/dl. The sample was repeated on module b and the result was 56.4 mg/dl. Both results were deemed correct. No questionable results were reported outside of the laboratory.